Event description:
This complaint is now reportable based on the investigation completed 07/07/2008. It was reported that during a colonic stenting treatment procedure the stent failed to deploy. A 30/25x9 230cm wallflex enteral colonic stent had been advanced to treat an unspecified lesion in the patient's severely tortuous intestinal tract. The physician encountered unspecified resistance during insertion. The stent failed to deploy. The returned product revealed a shaft break.

Manufacturer narrative:
Device analysis: following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. A visual examination of the returned device found that the shaft was returned in 2 sections as the shaft was broken at 34mm distal to the stainless steel shaft. The distal handle was detached from the outer sheath and the stent was partially deployed by 48mm. A break was noted in the outer sheath at 24mm distal to the proximal end and a longitudinal tear measuring 104mm was noted in the outer sheath at 153mm from its proximal end. The stent was withdrawn from the outer sheath during analysis and no issues were noted with its profile that would have contributed to the complaint incident. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. Taking into consideration the thorough evaluation and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.